Event description:
The customer reported that she was hospitalized due to high blood glucose levels greater than 800 mg/dl. The customer was also feeling tired. No troubleshooting was done as the customer no longer had the insulin pump that was at the time of the event. The customer has since upgraded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.